Event description:
It was reported that a patient enrolled in a clinical study underwent left total hip arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2011, due to pain, elevated metal ion levels and metallosis. Revision operative notes indicate the acetabular cup was well fixed and remains implanted. The modular head and taper adapter were removed and replaced with a competitor dual mobility acetabular component and biomet modular head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-04651 / 04652).